Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a trial patient who was implanted on (B)(6) 2020 for a verify enhanced basic evaluation (be) for urgency frequency and urge incontinence. It was reported that the trial patient had pain in their leg from the procedure and thought a nerve may have been hit to cause this. It was unknown if there were any environmental/external/patient factors that may have led to the issue. It was unknown if any interventions/actions were taken to resolve the issue. The issue was not resolved at the time of report. No surgical intervention had occurred and it was unknown if any were planned. The patient status was noted as ¿alive ¿ no injury¿. There were no further complications reported or anticipated.